Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case. No damage to reservoir lip ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was started cracking. The customer¿s blood glucose level was 300 mg/dl. Customer reported that the reservoir was unable to lock in place. Customer reported that they were passed during self and displacement test. Customer reported that they kicked out of auto mode feature. Customer mentioned high blood glucose level and they were corrected by using manual injection. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.